Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3-2 was difficult to open. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation performance analyis report (mpar) indicated cubie failures caused by worn drawer rails. The field service engineer (fse) replaced the affected drawer assembly, restoring proper drawer travel and normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.